Event description:
Catheter had been in pt for some time when home health rn flushed catheter & it broke at the connection. Repaired catheter.

Manufacturer narrative:
Upon evaluation of the device, it was found that the catheter had not completely broken. It was still attached to the hub, therefore this incident is not reportable. However, since the MFR had already notified the FDA of the incident, the evaluation will follow. Product implicated is a 4f catheter only, which measures 7.9cm. Lot history review was pressurized with a 6cc syringe and colored water by occluding the distal end with a padded clamp. The catheter leaks immediately distal to the hub-tubing joint. Under 50x magnification, the leak runs laterally across the catheter with curves at both ends. The catheter tubing is bulged and permanently deformed at the hole. The slit inner surfaces are granular and jagged. There are no crows feet at the corners of the slit. The tubing does not appear to have been cut. These signs indicate a burst type failure due to over pressurization of the lumen. The complaint is confirmed. As the catheter leaks and should be reported as user-related due to burst failure caused by over pressurization.